Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The devices were returned for evaluation and the following observations were made: the sapien 3 ultra valve was received crimped over the associated 26mm commander delivery system and stuck at the middle shaft of the 14fr esheath+, there was one bent strut outwards at the inflow side on crimped valve, and the leaflets appeared wrinkled and dehydrated due to the storage condition (prolonged crimping) during the return handling process. The valve was then expanded/deployed and while the bent strut was mostly corrected post-expansion, it was still visible. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of frame damage was confirmed based on evaluation of the returned device. Available information suggests patient factors (calcification) and/or procedural factors (high push force) likely contributed to the reported event. Calcification can reduce the vessel lumen diameter and may increase restriction, leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japan affiliate, during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, there was resistance when inserting the 26mm commander delivery system (ds) into the 14fr esheath+. The resistance continued while the s3ur valve (loaded on the ds) was advanced, and it was confirmed that one of the posts of the valve frame was bent backwards. It was decided to replace the valve with a new one. While attempting to retrieve the ds, resistance was encountered just proximal to the vascular access site, prompting a surgical cutdown. The devices were removed as a single unit. Upon removal, it was noted that the esheath+ liner had been torn by the stent, but no vascular injury was observed. The procedure was subsequently completed without further complications using a new system. According to the reporting physician, there were no issues with crimping the valve or with loader insertion; it is presumed that the valve stent deformation was caused by interference between calcification and the valve stent via the body of the esheath+.